Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following a review of the log indicates that the lowest bg reading on (B)(6)2020 was 78 mg/dl. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50, cause was unknown. Customer consumed orange juice to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.